Manufacturer narrative:
The insulin pump passed all of the functional tests. However, the device had intermittent button response due to light moisture damage to the keypad traces. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 256 mg/dl. The customer stated that the insulin pump made a loud beep and the circle on the screen was solid. She stated that she removed and reinserted the same battery, and the issue went away. She was unsure how long the device had been buzzing, and she had treated for a snack she ate; she was unsure whether the insulin pump completed its insulin delivery. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.